Event description:
Physician attempted to use a nanocross elite pta balloon with a 45cm 6fr non-medtronic sheath and a 300cm .014 non-medtronic guidewire during treatment of a calcified lesion in the patients right mid superficial femoral artery (sfa). Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated with the 5x150 nanocross balloon. A medtronic ac3200 inflation device was used. 60/40 saline to contrast inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. Balloon inflation and deflation difficulties were reported. The balloon was not fully deflated for removal. Physician cut the hub of the catheter to partially deflate balloon. The device was safely removed from the patient. Procedure was completed with no more angioplasty n ecessary. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the balloon detached / cut at approx. 8.5cm from the luer. Under a microscope, crimping marks were noted on the proximal balloon bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.